Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
During replacement of the device in the operating room, there were difficulties in removing the atrial lead from the connector after unscrewing the set-screw. The physician felt that the lead was no longer in tension when unscrewing the screw but he could not remove it from the connector. He repeatedly slid a needle along the lead into the connector to try to eliminate adhesions. By pulling frankly, he finally managed to remove it. The electrical characteristics of the lead were correct, it was reconnected to the new device.

Event description:
During replacement of the device in the operating room, there were difficulties in removing the atrial lead from the connector after unscrewing the set-screw. The physician felt that the lead was no longer in tension when unscrewing the screw but he could not remove it from the connector. He repeatedly slid a needle along the lead into the connector to try to eliminate adhesions. By pulling frankly, he finally managed to remove it. The electrical characteristics of the lead were correct, it was reconnected to the new device.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The preliminary analysis of the returned device revealed no anomalies, except damage incurred during the attempt to disconnect the lead.

Event description:
During replacement of the device in the operating room, there were difficulties in removing the atrial lead from the connector after unscrewing the set-screw. The physician felt that the lead was no longer in tension when unscrewing the screw but he could not remove it from the connector. He repeatedly slid a needle along the lead into the connector to try to eliminate adhesions. By pulling frankly, he finally managed to remove it. The electrical characteristics of the lead were correct, it was reconnected to the new device.